Manufacturer narrative:
(B)(4).. Device evaluated by manufacturer: the device was returned for analysis. Visual examination revealed that the coil was returned severely stretched where the interlocking arm supposed to should be. The delivery wire couldn't be measured because it was not returned. Microscopic inspection of main coil was done. The zap tip has a smooth surface. The interlocking arm was found detached and missing from the rest of the coil. The coil dimensions that could be measured were found to be out of specification and the number of proximal fiber bundles were below specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 22may2017. It was reported that coil failed to detach. A 12mmx40cm interlock¿-35 was selected to be used. During procedure, it was noted that the coil would not detach. The device was removed out of the patient's body. No patient complications reported and the patient's status was fine. However, device analysis revealed that the interlocking arm was found detached and missing from the rest of the coil.